Manufacturer narrative:
Additional information: a1 - patient identifier; b5, b6 - x-ray performed.

Event description:
New information received notes an x-ray was performed to confirm dislodgement.

Manufacturer narrative:
The reported event was "lead was twiddled back and dislodged". As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a patient's atrial lead presented with dislodgement due to twiddler's syndrome. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.